Manufacturer narrative:
E1 - initial reporter establishment name -(B)(6). The device was returned to olympus for inspection and the reported failure was not confirmed. The date of event is unknown. A supplement report will be submitted if provided. A definitive root cause could not be identified. Based on the results of the investigation, the most probable cause of the complaint was not determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported noisy image during inspection for use involving an olympus video system center. There was no patient involvement reported.